Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports not being able to hold down water and vomiting. The patient reports they were unable to apply a new pod due to they had lost their controller. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip and and anti nausea medication. The patient was discharged the following day at 4pm.